Manufacturer narrative:
Patient information was not provided. The event date has not been provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side. It is unknown at this time at what phase this issue occurred. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication with the customer livanova (B)(4) learned that the failure was solved with a replacement of the pump motor no further information was received and no further service is requested. As the issue could not be reproduced or confirmed, a root cause was not identified.